Event description:
It was reported that there was a volume discrepancy problem, the actual residual volume was greater than the expected residual volume. The drug used in the pump at the time of the event was not reported.

Manufacturer narrative:
(B)(4).